Event description:
It was reported that after implantation with infuse bone graft pt developed radiculopathy and it was found that pt had ectopic bone graft growth in the foramen. A reoperation was performed to remove the ectopic bone. It was reported that the radiculopathy resolved post op. It is unknown if the infuse bone graft contributed to the reported event.